Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low and high glucose while using the ilet and continued daily long-acting insulin (basaglar) alongside the system, paused dosing around meals, and delayed or skipped meal announcements, leading to insulin stacking and suboptimal glycemic control. Symptoms included hypoglycemia with shakiness and tiredness, and hyperglycemia up to 286 mg/dl. Outcomes included transient low glucose lasting about 30 minutes and high glucose lasting about 1 hour, both self-managed with oral carbohydrates and without medical intervention or alerts above 300 mg/dl for 90 minutes. Investigation included clinical support review of cgm trends and user-reported behaviors, education on meal announcements, alert use, and hypoglycemia treatment, and recommendation to discontinue long-acting insulin while using the ilet and to consider a factory reset for algorithm relearning if meal announcements are performed. Investigation of this case revealed user-related factors, including concurrent long-acting insulin use, pausing without timely resumption, delayed or missed meal announcements, and potential overtreatment of lows, consistent with expected device behavior that suspends dosing when glucose is trending down. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error contributing to insulin stacking and variable glycemic excursions.